Event description:
The customer reported that the red x on the device would not clear. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to philips for evaluation by the repair bench. The reported symptom was confirmed. The processor pca was replaced to resolve the symptom. The device passed al performance assurance tests and was returned to the customer.